Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the unknown biomet screw fractured and he was unable to remove the screw from the implant. The implant was removed.

Manufacturer narrative:
One osseotite implant was returned for inspection with an unknown removal tool attached in the drive feature. The implant shows signs of wear at the threads. The internal drive feature could not be inspected in this condition, as the removal tool is seized in place. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The complaint is non-verifiable as reported, because the drive feature of the device cannot be inspected. However, a technical deficiency is confirmed, as the removal tool is seized in the implant and cannot be removed. A root cause for this complaint could not be determined.